Event description:
It was reported that the coolant luer was broken, requiring intervention. This ekos endovascular device, 106x30cm was selected for use during a procedure to treat a peripheral arterial occlusion due to thrombus. During treatment in the intensive care unit, a broken coolant luer was observed. The patient was brought back to the catheterization laboratory for catheter replacement. There were no patient complications, and the procedure was completed with the new catheter.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of this ekosonic endovascular device infusion catheter showed cracks in the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked from the coolant and drug luers, where the cracks were present. The reported event was confirmed.

Event description:
It was reported that the coolant luer was broken, requiring intervention. This ekos endovascular device, 106x30cm was selected for use during a procedure to treat a peripheral arterial occlusion due to thrombus. During treatment in the intensive care unit, a broken coolant luer was observed. The patient was brought back to the catheterization laboratory for catheter replacement. There were no patient complications, and the procedure was completed with the new catheter.

Event description:
It was reported that the coolant luer was broken, requiring intervention. This ekos endovascular device, 106x30cm was selected for use during a procedure to treat a peripheral arterial occlusion due to thrombus. During treatment in the intensive care unit, a broken coolant luer was observed. The patient was brought back to the catheterization laboratory for catheter replacement. There were no patient complications, and the procedure was completed with the new catheter.